Manufacturer narrative:
According to siemens experts and local service, the system is functioning according to specifications and as designed. The issue was analyzed in the laboratory and discussed within a group of product experts. The operator manual for the ysio system contains cautions that no person or additional objects (accessories) shall be in the moving area of stands or table before any motorized movement will be released and operator must ensure that anybody is outside the hazardous zone. Nevertheless, it was decided to distribute a customer safety advisory notice and an addendum to the operator manual to increase the awareness of this potential hazard. These documents will be distributed within the 2nd quarter of 2011. (B)(6).

Event description:
It was reported to siemens that during an exam, the table was lowered onto the pt sitting under the table base. The customer had the table panned all the way to the left. The pt was placed in a chair with her legs under the table base when the customer lowered the table down. The pt sustained no injury. She complained of soreness in her legs but did not seek any medical treatment.